Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead was returned and analyzed. All conductors distorted in the medial section. Blood/body fluid in/on all conductors (not obstructed). Outer insulation breached cut. Apparent explant damage.

Event description:
It was reported that the left ventricular lead dislodged the day after it was implanted. As a result, the device was reprogrammed to prevent pacing on the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.